Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of an inability to program the device was not confirmed. The device was received with normal physical characteristics and battery above elective replacement indicator (eri) level. Functional test results indicated the device was able to communicate with the programmer but failed during ate testing. Further analysis was performed to isolate the root cause by cutting open the device case. Visual inspection of the feed through pins revealed moisture getter contamination on two of the pins, consistent with the anomaly observed in the field. Based on this information, abbott is performing further investigation.